Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing (pstwos) that resulted in inappropriate anti-tachycardia pacing (atp). Programming changes were recommended but not yet completed. The patient was stable.